Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set would not prime past the filter. The customer was priming lipids through the set prior to patient use; however, the tubing would not prime once the lipids reached the filter. Multiple unsuccessful attempts to push lipids through the set were attempted. To resolve the issue, the set was replaced, and treatment was able to continue with the new set. There was no patient involvement. No additional information is available.